Event description:
It was reported that during a routine follow-up visit with the patient, the physician was informed that the inflatable penile prosthesis (ipp) was not working properly. The device would not fill up due to what the physician believed to be a hole in the reservoir. The ipp was removed and a new ipp device was implanted. No patient complications were reported.